Event description:
It was reported that during a ptca/stent procedure, the guide wire was unsuccessful in attempting to cross a very tortuous, heavily calcified mid-circumflex lesion. The guide wire was removed from the patient, and it was noted that the tip appeared to be stretched and unraveled. No patient injury was reported. No other information was provided.